Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly per georgiou, c. Et al., open orthop j. 2012; 6:593-600, "does choice of head size and neck geometry affect stem migration in modular large-diameter metal-on-metal total hip arthroplasty? A preliminary analysis." "One had a stem revision because of aseptic loosening, which was attributed to failure of primary fixation of the undersized stem." No details of the patient or revision were reported.

Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.(B)(4).